Manufacturer narrative:
The manufacturing location for this product are (B)(4). These site are an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that barrels of three-hundred bd discardit ii¿ syringe were cracked when the plungers were pulled back to fill medication. They also reported that plungers were weak. The following information was provided by the initial reporter: ¿(B)(4) is a wholesaler and he sells more than (B)(4) units of discardit syringes every month and this complain is serious because this is the first time we saw a complain in discardit 2ml with needle!! The problem is the barrel is getting cracked when we pull plunger to fill medication, this has happened to 5 syringes of which I have got 2 syringes (damaged ones) and customer has returned the whole lot to rds. Also according to customer the plunger is weak!¿

Event description:
It was reported that barrels of three-hundred bd discardit ii¿ syringe were cracked when the plungers were pulled back to fill medication. They also reported that plungers were weak. The following information was provided by the initial reporter: ¿ prabhudas and company is a wholesaler and he sells more than (B)(4) units of discardit syringes every month and this complain is serious because this is the first time we saw a complain in discardit 2ml with needle!! The problem is the barrel is getting cracked when we pull plunger to fill medication, this has happened to 5 syinges of which I have got 2 syringes (damaged ones) and customer has returned the whole lot to rds. Also according to customer the plunger is weak! ¿

Manufacturer narrative:
H.6. Investigation summary: DHR reviewed found no non-conformities. The team investigated the customer return samples and the retention samples of material number 300844 for lot number 18g2812. While the customer return sample confirmed the crack on the barrel on two of the return samples, we did not find any defect in the retention samples. The defect is confirmed on the customer return sample. Conclusion(s): after thorough investigation and review of received complaint samples it is clear the barrel is cracked and complaint is confirmed. Although machine already have crack barrel detection system so there may be possibility of crack barrel generation after detection system, potential root cause is not identified for the defect but probable root cause may be syringe got stuck somewhere in transfer conveyer. As cracked barrel is a critical defect the following actions are proposed to avoid crack barrel defect. 1. Syringe transfer mechanism changed from pneumatic to servo to reduce shock and for smooth transfer of syringe. 2. Also awareness training is provided to all the concern associate to check the material frequently for effectiveness of change.